Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was varying impedance and noise/oversensing noted on the lead. A set screw issue is being ruled out. The lead integrity alert was downloaded to further monitor the patient. The lead remains implanted and in use. No patient complications were reported as a result of this event.